Event description:
The customer reported a speaker malfunction with no sound. A speaker malfunction inop was displayed on the screen. The device was used for monitoring at the time of the alleged malfunction. No death or patient /user injury or harm was reported.